Event description:
The customer reports observation of an elevated result for an 18-year-old female patient which was discordant relative to repeat testing when running atellica im thcg. The initial result was reported to the physician(s). The sample was repeat-tested on the same analyzer and on an alternate atellica im analyzer; results from both instruments were lower than the initial result. The repeat result from the alternate atellica im was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
The customer observed a falsely elevated atellica im total hcg (thcg) result. Repeat testing using the same method produced lower results, which were accepted as correct. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Review of the instrument event log did not identify any instrument-related events in the timeframe of the discordant result. The customer repeated some other samples that were processed around the time of the discordant sample and no discrepancies were observed. Reagent issues were ruled out based as quality control (qc) results showed recovery within acceptable ranges and no issues were reported for other patient samples. Visual inspection of the sample tube identified the presence of fibrin. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Based on the available information, the probable cause of the discordant result is a sample integrity issue. The customer is operational.